Event description:
The pt was revised because of osteolysis, poly wear, and loosening of the glenoid.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to review of the info provided, as the lot number required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported event; however, polyethylene wear after sixteen years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.